Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was analyzed and the customer reported complaint was confirmed and replicated. A visual inspection found that the unit's cover was scratched at the bottom. A review of the logs showed errors to confirm that the issue occurred in the field. The erbe was tested using a well-known system and on startup the displayed error c-34. The unit will be returned to the original equipment manufacturer for further investigation. The probable root cause could be attributed to faulty electrical components inside the erbe generator throwing error c-34. This error indicates a lower voltage than expected during energy activation.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that errors m-11 and c-34 occurred on vio dv integrated electrosurgical unit (iesu) or erbe. The customer power cycled the erbe, but the issue was not resolved. The customer used a backup erbe to continue with the procedure. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) or erbe due to errors m-11, c-34, and c-00. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the erbe. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.